Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on (B)(6)2014 with the following findings: the display was dim and faded. The battery compartment was cracked. Unrelated to the issue, the keypad cover was peeling. All of the buttons responded properly, but contamination was found under all of the button contacts when the keypad cover was removed. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(6).

Event description:
The pump was returned for investigation. Investigation revealed that the display was dim and faded and there was a crack in the battery compartment. There was contamination found under the button contacts. This report is made based on results of investigation completed on (B)(6) 2014.